Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultra meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2017. The patient reported obtaining blood glucose readings of ¿8.0 mmol/l¿ with the subject meter and ¿6.0 mmol/l¿ on the laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. It was not reported if the patient takes any medication to manage their diabetes. They reportedly continued to follow their usual diabetes management regimen in response to the alleged issue. At an unspecified on (B)(6) 2017 after the start of the alleged issue, the patient reportedly developed symptoms of ¿hands cold and shaking¿ which they associated with low blood glucose. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged power issue began.